Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter that was in the 14fr kit appeared to have been split open; this was noticed prior to being inserted into the patient. No medical intervention was reported.

Event description:
It was reported that the catheter that was in the 14fr kit appeared to have been split open; this was noticed prior to being inserted into the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed but the cause is unknown. The sample was evaluated and it was observed the catheter was cut off . The surface was normal in appearance. The catheter shaft looked like has been cut by sharp tools like scissors that could cause the catheter to split. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to be cut. None of the conditions above were evident on the sample. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not completed due to the product having an unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.